Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29 that has a similar product distributed in the u.s., list number 06l27.

Event description:
The customer observed (B)(6) results while using the architect havab igg assay for one 14 month old child. The customer provided the following results: (B)(6) 2013: initial (B)(6), recentrifuged and retested (B)(6). The specimen was also tested by the vidas method and was (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 22591li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect havab igg reagent list number 06c29, lot number 22591li00, was identified.